Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -8.00/1.0/092 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).